Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a lesion that had not been pre dilated. While attempting to retract the delivery/stent device back into the guide catheter, the stent came off the delivery device and remained on the wire. The stent was removed with a snare and the entire system was removed without incident.